Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, a patient's capsule tore during rotation of the lens. A vitrectomy was performed. Additional information has been requested.